Event description:
Approx. 6 months after his surgery pt began having pain in his joints, sometimes severe. As time passed he began having breathing problems, followed by hair loss and scaling of his scalp. He said that over the past few years he has experienced low grade fevers of approx. 101f. He added that approx. 5-6 yrs ago he began noticing some problems with remembering things. He said his memory problems have gotten worse in the last 2 years.